Event description:
It was reported that a medical professional could not interrogate generators when using her programming system. It was reported that the wand and the handheld computer were suspected to be faulty, especially at the cable connections. Troubleshooting was performed without success. A replacement was sent to the medical professional. The suspected devices were returned to the manufacturer on 04/29/2016. Analysis is underway but it has not been completed to date. Review of manufacturing records confirmed that the handheld computer and the wand passed all functional tests prior to distribution.

Event description:
Analysis of the returned programming wand will be included on the next quarterly alternative summary report. Analysis of the returned handheld computer was completed and the reported allegation was not verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the returned flashcard was completed. No anomalies associated with the flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.